Event description:
A patient reported blood glucose results of "11.4 mmol/l, 7.1 mmol/l and 9.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, and test strips were replaced.